Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that the device was reprogrammed on (B)(6) 2019. The patient was fine.